Event description:
Hcp reported the pt displayed an increase in spasticity despite regular pump dosing increases. The pt then showed some inconsistent responses to these increases. There was some response to augmentation with oral baclofen. The pt also had some swelling around the pump with no evidence of infection, csf leak, or baclofen withdrawal. The pt went to surgery where the hcp repaired the catheter disconnector from the pump. The pt is reported to be "doing good."